Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was inspected. The memory inspection revealed that an atrial bipolar lead failure was detected by the device, initially on (B)(6) 2020 as a result of atrial bipolar lead impedance measurements greater than 2500 ohms, confirming the clinical observation. Therefore, the header of the device was analyzed thoroughly. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Further detailed analysis found an insufficient welding joint on a spring element in the atrial lead connector which caused the observed high impedance measurements. This observation could be traced back to a manufacturing error of this particular pacemaker. The manufacturing staff was retrained accordingly in order to avoid this occurrence in the future.

Event description:
Device was continuously registering an out of range bipolar impedance during an ra lead revision. This device was explanted and replaced. Based on the analysis, this is reportable.